Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. A review of the nonconformance history of the product/part number combination was conducted. No discrepancies were noted relative to the reported failure mode. Past complaints involving this product type and tip breakage have been primarily caused by the application of excessive force (i.e., misuse including torque, impact, bending) during use of the product. Another contributing factor to the reported failure mode can be traced to the inherent strength of the component involved. This property can be impacted by stress concentration in specific areas of the component during use of the product. For example, when the product is exposed to bending forces exceeding the strength of the component, it is possible that the component will fracture and/or break. In this particular complaint, it is difficult to determine the root cause since the product was not returned for investigation. In sum, the customer complaint could not be confirmed since the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that at the end of the procedure, the probe broke off into the shoulder of the pt. It was further reported that the surgeon had no idea that the probe had broken until it showed up in an MRI. It was further reported that the pt may require add'l surgery.